Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a sling and uphold were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pain and vaginal prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems, organ perforation and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6).

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6).